Manufacturer narrative:
The field service engineer (fse) determined a battery replacement is required. Therefore, the battery was replaced with a known good battery that resulted in the device returning to normal operation with no battery error message. No further action is required.

Event description:
Philips received a complaint on the heartstart xl+ from the device displaying the message, ¿battery replacement¿ during daily testing. There was no patient involvement. The user working with the rse determined a battery replacement is required. Therefore, the battey was replaced with a known good battery that resulted in the device returning to normal operation with no battery error message. No further action is required. Based on the information available and the testing conducted, the cause of the reported problem was the battery malfunctioning. The reported problem was confirmed.